Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhemopro 2 with vasoshield, they were performing a radial harvest and the jaws began to peel apart. Pa seems to constantly bovie during cases. That is his harvesting technique. After finishing the radial he moved to the leg, then the jaws started to come apart again . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhemopro 2 with vasoshield, they were performing a radial harvest and the jaws began to peel apart. Pa seems to constantly bovie during cases. That is his harvesting technique. After finishing the radial he moved to the leg, then the jaws started to come apart again . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Tissue and charred buildup was observed on the jaws as well as on the heater wire. The heater wire was observed to be very slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the tip of the cold jaw was observed to be peeled away, exposing the metal portion of the cold jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled" was confirmed as well as for the analyzed failure "material twisted/bent; wire". Specific actions for the reported confirmed failure and analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.